Manufacturer narrative:
Additional information:e1(event site postal code- (B)(6), event site state- (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check upon power up, the cardiosave intra-aortic balloon pump (iabp) unit had alarm system failure. There was no patient involvement.